Event description:
Customer reports meter result in the 700's mg/dl while using the advantage system. Meter result is outside of the device's numeric reading range of 10 - 600 mg/dl. Values > 600 mg/dl should display as "hi." No adverse event reported. A request was made for return of the suspect product and a replacement was sent.